Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit, clogged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient experienced an episode of diabetic ketoacidosis (dka) and required an emergency room visit on (B)(6) 2026. The school contacted the patient¿s legal guardian (lg) due to significantly elevated blood glucose levels, with a ketone level of 1.8 mmol/l. The patient was also vomiting and was sent home. Following the school nurse's instructions, the lg administered a manual correction and replaced the pod; however, the ketone level continued to rise, reaching 4.8 mmol/l. Emergency medical services were contacted, and the patient was transported to the emergency room. While wearing the pod between 5 and 24 hours, the patient¿s blood glucose levels exceeded 13.9 mmol/l (250 mg/dl). Reported symptoms included vomiting, very high blood glucose levels, elevated ketones, purple discoloration of the mouth, shiny eyes, and redness in the whites of the eyes. At the emergency room, the patient was treated with intravenous fluids, IV hydration, and monitoring. Once the patient¿s blood glucose levels decreased and the ketoacidosis level reached approximately 900 (units not specified), the physician applied a new pod. According to the treating physician, the pump had been blocked, preventing insulin circulation and resulting in elevated blood glucose and ketoacidosis levels. The pod was removed during treatment. The patient was stabilized and discharged the same day on (B)(6) 2026.